Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had off no power and unexpected restart alarms. Customer stated insulin pump also receive battery out limit. Customer stated they did not receive low battery alert prior to off no power alert. Customer stated battery was not previously used. Customer stated battery cap was not loose, cracked or damaged. Customer stated this was not the second occurrence of off no power without a low battery warning. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.